Manufacturer narrative:
The integrated electrosurgical generator unit (iesu) was returned for failure analysis, and the reported failure was confirmed and reproduced. In system logs, errors 25913 m-02 occurred on (B)(6) 2025 confirming the issue occurred in the field. Upon visual inspection the unit had no significant scratches or dents. The front bezel was in decent condition. The iesu unit was placed on golden system and was run in normal mode and m-02 error occurred after power cycling a few times and neutral pad was not detected. The probable root cause of this issue is attributed to a generator issue due to a module issue on the integrated electrosurgical generator unit (iesu).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vio integrated electrosurgical generator unit (iesu) would not recognize the neutral grounding pad and displayed an error m-02. The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed the reported error in the system logs. The customer reported that they had power cycled the system, move the grounding pad to multiple positions on the patient, and tried the grounding pad on their own skin but none of the methods resolved the issue. The customer did clear the m-02 error. The tse walked the customer through swapping out the vision side cart (vsc) and the grounding pad was recognized. The customer continued the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.